Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their implant is not working properly. It is hurting the lower portion of their back and the upper portion is swollen. The hcp did a reno scan and the scan looked fine. Patient services redirected patient to their hcp.